Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('coil migration into endometrial cavity/ right coil is no longer in the fallopian tube and centrally located in the endometrial cavity') in a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2020, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and menstruation irregular ("irregular periods"). On (B)(6) 2021, the patient experienced medical device discomfort ("discomfort"). On an unknown date, the patient experienced adverse event ("other health issues"). The patient was treated with surgery (surgery on 06/15). At the time of the report, the device expulsion, pelvic pain and menstruation irregular had not resolved and the medical device discomfort outcome was unknown. The reporter considered adverse event, device expulsion, medical device discomfort, menstruation irregular and pelvic pain to be related to essure. The reporter commented: CT scan for diverticulitis confirmation. Surgery to remove tubes/uterus scheduled for (B)(6) . Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2021: right coil is no longer in the fallopian tube and centrally located in the endometrial cavity. Hysterosalpingogram - on an unknown date: tubes occluded.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-may-2021: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ('coil migration into endometrial cavity/ right coil is no longer in the fallopian tube and centrally located in the endometrial cavity') in a (B)(6) patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2020, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pain") and menstruation irregular ("irregular periods"). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain and menstruation irregular had not resolved. The reporter considered device expulsion, menstruation irregular and pelvic pain to be related to essure. The reporter commented: CT scan for diverticulitis confirmation. Surgery to remove tubes/uterus scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2021: right coil is no longer in the fallopian tube and centrally located in the endometrial cavity. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer, and describes the occurrence of device expulsion ('coil migration into endometrial cavity/right, coil is no longer in the fallopian tube and centrally located in the endometrial cavity'). In a 49-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2020, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain") and menstruation irregular ("irregular periods"). On (B)(6) 2021, the patient experienced medical device discomfort ("discomfort"). On an unknown date, the patient experienced adverse event ("other health issues"). The patient was treated with surgery (surgery on (B)(6) 2015). At the time of the report, the device expulsion, pelvic pain and menstruation irregular had not resolved. And the medical device discomfort outcome was unknown. The reporter considered adverse event, device expulsion, medical device discomfort, menstruation irregular and pelvic pain to be related to essure. The reporter commented: CT scan for diverticulitis confirmation. Surgery to remove tubes/uterus scheduled for (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: in (B)(6) 2021, right coil is no longer in the fallopian tube. And centrally located in the endometrial cavity. Hysterosalpingogram: on an unknown date, tubes occluded. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-may-2021, quality safety evaluation of ptc. Fu 1 and 2 were processed together; on (B)(6) 2021, reporter information and lab data were added. Events: discomfort and other health issues were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA (reference number: mw5100991) on 23-apr-2021. The most recent information was received on 15-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device expulsion ("coil migration into endometrial cavity/ right coil is no longer in the fallopian tube and centrally located in the endometrial cavity") and cholecystectomy ("gallbladder removal") in a 49 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2020 she experienced partial expulsion of device (seriousness criteria medically important and intervention required), pelvic pain female ("pain") and irregular periods ("irregular periods"). On (B)(6) 2021 she experienced medical device discomfort ("discomfort"). Essure was removed on (B)(6) 2021. An unknown time later she experienced adverse event nos ("other health issues") and rash ("rashes"), was found to have weight increased ("weight gain") and underwent cholecystectomy (seriousness criterion medically important). The patient was treated with surgery (salpingectomy). At the time of the report, the device expulsion, pelvic pain and menstruation irregular had not resolved. The outcomes for cholecystectomy, medical device discomfort, weight increased and rash were unknown. The reporter considered adverse event, cholecystectomy, device expulsion, medical device discomfort, menstruation irregular, pelvic pain, rash and weight increased to be related to essure administration. The reporter commented: CT scan for diverticulitis confirmation. Surgery to remove tubes/uterus scheduled for (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in (B)(6) 2021: right coil is no longer in the fallopian tube and centrally located in the endometrial cavity [hysterosalpingogram] (date unknown): tubes occluded. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jul-2022: medical record received : weight gain, rashes, gallbladder removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.